Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that the tibia collapsed into varus. The surgeon revised the femur and tibial component. Implant records from primary surgery were unavailable part or lot number of the original implants were unknown. Doi: (B)(6) 2012. Dor: (B)(6) 2021; right knee.